Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: 412.136s / 8624013; manufacturing location: (B)(4); manufacturing date: 25.sep.2013 expiry date: 01.sep.2023. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the primary surgery for proximal humerus fracture had been performed on (B)(6) 2015 and a multi lock long nail 7mm was implanted. Due to non-union was found, revision surgery for implanting multi lock long nail 8.5mm was performed on (B)(6) 2015. This complaint involves 4 parts. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 26apr2017 update: it was confirmed that product information for the initial surgery could not be obtained.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 26apr2017 update: it was confirmed that product information for the initial surgery could be obtained.